Event description:
It was reported that the reduction forceps with points broad-ratchet were not locking like intended during a case. There were no reports of patient harm or of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: service history review: lot a7pa21/5260793: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the forceps were not locking. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Product investigation summary: the reduction forceps (part 398.41 / lot 5260793) were received with the complaint condition of having a loose ratchet mechanism. The returned instrument was manipulated and the complaint condition was able to be replicated; as such the complaint condition was confirmed. This complaint condition is consistent with typical wear and tear for a nine year old multi-use device. Relevant drawings for the instruments at the time of manufacturing were reviewed. No drawing issues or discrepancies were noted and the designs were found to be sufficient for their intended use. No design deficiencies were identified which would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.